Event description:
Inflatable penile prosthesis removed/replaced due to malfunction. There was a fluid loss - cause unk. Pump lot#8791m997, reservoir lot# 8711m001, cylinder lot#5853m016, connector lot# 8548m025, prep pkg# lot#9719m022.